Manufacturer narrative:
On (B)(6) 2017, the customer reported to have been discharged later in the day on (B)(6)2017. No further pump issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. The pump supplies were changed multiple times and an insulin injection was administered in an attempt to lower the bg level. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). The customer was treated with intravenous fluids and insulin injections. The high bg and dka were resolved. Due to the high bg, the customer did not think the pump was delivering insulin. In addition, the non-tandem infusion set cannula may have been hitting muscle tissue and contributed to the high bg. There were no pump alerts or alarms. A pump system was performed using the current pump supplies and no device issues were identified. The customer had no further questions.